Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. The visual evaluation of the returned sample noted one opened dignishield package with only a lube syringe and labeling included within. No dignishield was included for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "9. Removal/replacement of the collection bag to remove the collection bag, grab the piston valve connector, gently pull backward on the switch located on the slide of the connector until the piston ejects from the collection bag hub. The piston valve and bag hub should close off automatically in this process. Once the bag is removed, insert the bag cap into the hub connector (figure 12) and dispose of the collection bag in accordance with institutional protocol for disposal of medical waste. Replace the collection bag by securely snapping a new bag to the connector (reference step 2). Collection bag reorder # is sms2b1l. A. Collection bag removal / replacement: 1) remove the collection bag by pulling back on the green slide and the piston valve until it disengages from the collection bag hub socket (figure 12a). 2) insert the bag cap onto the bag hub socket and dispose of the bag in accordance with hospital policy and protocols (figure 12b). 3) collection bag reorder number: sms2b1l."

Event description:
It was reported that the dignishield did not properly attach to the collection bag. Reportedly, the opaque bubble that's activated by the green trigger was missing. Apparently, the green line remained visible after attaching. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the dignishield did not properly attach to the collection bag. Reportedly, the opaque bubble that's activated by the green trigger was missing. Apparently, the green line remained visible after attaching. No medical intervention was reported.